Manufacturer narrative:
Additional information: g3, h3, h6. -complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. Per dfu-0215-eo - 6. - f. Precautions - do not allow the rotating portion of any device to touch any metallic object, such as a cannula or arthroscope, during use. Damage to both devices is likely. Damage to the device can range from a slight distortion or dulling of the blade/burr edge to actual fracture of the tip in vivo. If such contact does occur, inspect the tip. If there are cracks, fractures or dulling, or if there is any other reason to suspect a blade is damaged, replace it immediately. The most likely cause for the reported failure can be attributed to user error due to allowing the rotating portion to touch any metallic object during use, that damage to the device can range from a slight distortion or dulling of the blade/burr edge to actual fracture of the tip in vivo.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 7/30/2025, an FDA medwatch notification was received via email. A facility representative reported that the attachment piece of an ar-8400td torpedo shaver broke off during use. This was discovered during a procedure on (B)(6) 2025.

Manufacturer narrative:
Additional information: b5, g3, h3, h6. Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
Additional information was received on 8/7/2025: this occurred during a right shoulder arthroscopy rotator cuff repair on (B)(6) 2025. All fragments were retrieved. The part number that completed the case is unknown. There was no case delay; however, additional anesthesia was administered. The patient's bone quality was unknown.